Event description:
It was reported that this pacemaker entered into safety mode. The patient was transported to the emergency department due to chest discomfort. Transition to safety mode was confirmed during device interrogation performed by the clinical engineer. Device replacement was recommended and it has already been completed. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.